Manufacturer narrative:
The certas valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the valve setting has changed could be due to magnetic fields, as noted in the IFU: common magnets greater that 80 gauss, such as household magnets , loudspeaker magnets, and language lab headphone magnets, may affect the valve setting when placed close to the valve.

Event description:
A facility reported a certas valve was implanted on (B)(6) 2018 and imaging on (B)(6) 2020 demonstrated mild ventricular enlargement. Follow-up imaging on (B)(6) 2021 demonstrated; significant interval increase noted in ventricular enlargement. This imaging prompted an xray which demonstrated the valve setting had changed from 2 to 6. To date, all the patients visits related to hydrocephalus have been at one facility where they did not change the patients setting. The facility reported this would suggest that the setting change was not planned. The product has not been explanted and the valve was not replaced. The patient remains clinically stable. On (B)(6) 2021, the valve was dialed down from 6 (incorrect setting) to 4 with a plan to dial down from 4 to 2 (appropriate setting) in 4-6 weeks.